Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic indicated that the initial procedure was uneventful and did not request field service or clinical support. Placeholder.

Event description:
Patient underwent an uneventful ilasik on (B)(6) 2013. On post op visit on (B)(6) 2013, patient stated left eye was a little blurry since she rubbed it. Slit lamp exam noted striae on the left eye. Patient brought back to the laser suite and flap lifted and smooth. Patient seen on (B)(6) /2013, visual acuity sans correction was 20/20 on the right eye and 20/30 on the left eye. Bandage contact lens in place on the left eye.